Event description:
Pt called lfs on 1/2/03 alleging a test strip port issue with their induo meter. Pt stated that they had been using their meter for about 3 months and it would be difficult to insert the test strip into the port, pt would end up wasting about 5 test strips out of every vial. Pt stated that pt did not always have symptoms but about 1-2 times a week pt would experience a low reading and feel shaky. No adverse event reported. The meter has been replaced.